Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen went black, and an audible beeping sound was heard from the station. Remote support services (rss) was reported as offline for the station located in the mniicu. Additionally, it was stated that two different departments were referring to this station. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a black screen. A field service engineer (fse) identified that the half height drawer 3.2 controller board was faulty and replaced the controller and tested the device in hardware test application to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.